Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspections were performed; there was no evidence of particulate matter inside or outside of the elastomeric reservoir. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in the balloon of a half day infusor. This was noted before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.